Event description:
It was reported that a zimmer dermatome did not cut straight. There was no report of injury or adverse pt consequences associated with this incident. According to the reporter, it could not be determined if the incident was associated with a zimmer air dermatome, catalog # 00-8801-000-00 or an electric dermatome, catalog # 00-8821-000-00. Therefore, both product codes are included in this report.

Manufacturer narrative:
This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs. (B) (4).